Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 5pm with a high blood glucose level of 395 mg/dl. The customer stated they felt nauseated and mentally confused prior to the hospitalization. The customer was taken to the hospital for alcohol detox. The customer was not wearing their insulin pump during their hospital stay. The customer's blood glucose level was at 20 mg/dl. The customer did not have a battery cap for their insulin pump. A battery cap was shipped to the customer.